Event description:
Further it was reported that during initial surgery only one zipfix implant was used and the rest of the sternum was closed with steel wire. The patient had to be readmitted as the sternal edges were moving at the edges which should have aligned by then in a normal course. The patient has been kept under observation without reopening the wound. It is unknown if a revision surgery was done.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 08.501.001.05s; lot: l797653; manufacturing site: bettlach; supplier: (B)(4); release to warehouse date: 13.apr.2018; expiry date: 01.apr.2023. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device remained implanted to the date, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a coronary artery bypass graft (CABG) and was implanted with a sternal zipfix with needle implant. Four (4) weeks post-surgery, it was found out that one (1) zipfix implant was deployed at the body of the sternum along with the steel wire which was previously placed at the manubrium and xiphisternum. The patient had to be readmitted with sternal dehiscence and being managed locally without surgical intervention at the present moment. It is unknown if a revision surgery was done. This report is for one (1) sternal zipfix with needle sterile / 5 pack. This is report 1 of 2 for complaint (B)(4).